Manufacturer narrative:
One opened phaco emulsification tip (phaco tip) without a wrench was received in a bag for the report. The returned sample was visually inspected and was found to be non-conforming for being broken at the aspiration bypass hole. Only the top portion with threads was returned for evaluation. There was a crack on the cannula and the break was very jagged. The wall thickness was observed to be even. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the reported issue. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspections do not show any manufacturing issues that would cause the broken phaco tip. The exact root cause for the broken phaco tip is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a phaco emulsification tip (phaco tip) was broken during cataract surgery with intra ocular lens implant. The surgery was completed on the same day after replacing the phaco tip with another one. There was no patient impact.